Event description:
It was reported that the patient's pump had "failed" or was in the "process of failing" and the patient was experiencing "severe withdrawal symptoms." Patient did not reach the next refill, until starting "intense drawling", with symptoms of getting stiff, itching; the "couldn't stand it" and was "feeling so badly." The patient was in the emergency room on the evening prior to report where patient received a shot of valium. At the prior refill the reporter indicated when they went to take the medication out of the pump, they had "too much left in it." At that time, the healthcare provider (hcp) indicated to the patient that "the pump was slowing down" and hoped to get 2 more refills out of the pump. The patient was also given oral baclofen. The hcp office had been contacted regarding the event, but the patient had yet to hear back at the time of report it was later reported by the hcp that the cause of the event was normal pump battery depletion. Replacement was to be done "soon", and the hcp indicated the patient experienced no hospitalization or injury. It was later reported that when the previously reported event of withdrawal took place, they later found out that the patient still had half of the medicine in the pump, so it was determined the pump needed to be replaced. It was reiterated that the patient went thru withdrawal on (B)(6) 2013. At the time the patient followed up with the managing hcp, the monday following the ER visit, the hcp said when interrogated. That the pump was still telling them that it should have around 13 months of life left. The hcp felt it was not pumping and decided to adjust the dosage way up in case it is turning. The patient was stabilized at the time of initial report but was still having symptoms. The patient experiences spasticity which effects the bladder, and the patient's feet are also swelling huge during the day. Further detail regarding the volume discrepancies was later reported. With one of the volume discrepancies, the expected residual volume (erv) was 8.7ml and the actual residual volume (arv) was 12.1ml. The cause was said to be unknown by the reporter. The reporter indicated that the discrepancy was found in routine pump removal/replacement. The reporter indicated there were no symptoms related to the event; however that reported information did contradict earlier reported symptoms of withdrawal. The pump replacement took place on (B)(6) 2013. It was later reported that as of (B)(6) 2013, as far as the reporter knew, the patient was receiving effective therapy, and the device was returned on the day of the procedure. The medication being delivered via the device was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8703w, lot # l37095, implanted: (B)(6) 1996, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.